Event description:
A pt contacted zoll lifecor customer support service to report each time he places the battery into the charger, he gets a message, "charger has problems, can't be used. Call zoll/lifecor". The pt was provided with a replacement charger.

Manufacturer narrative:
Device eval summary: device eval of charger (B)(4) has been completed. The reported problem was confirmed. The charger would fail charging a battery. The cause for the charger not charging a battery was due to a loose photocell inside the charger. The root cause for the loose photocell was an assembly related defect. The photocell is a light sensing component that adjusts the background illumination of charger's display screen based on ambient light. The charger was repaired by re-assembling the photocell. Once the photocell was re-assembled, the charger was fully functional. No adverse event resulted from the defective charger. The pt received a replacement charger.